Event description:
It was reported that during t-shock testing, the initial request for delivery of a t-shock was interrupted by a loss of telemetry. After telemetry was reestablished, the "retry" button was pressed which automatically resent the request to deliver the t-shock. Both requests were processed by the device and caused two t-shocks to be delivered in rapid succession. The first shock induced the patient into vf (ventricular fibrillation). However, while the second t-shock was delivered appropriately, it had no effect as the patient was already in vf. The device then detected the vf, charged, and delivered a 25.1 j shock, which converted the patient to a paced rhythm. The device remains in use. The device was noted to be part of the evera MRI study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014.